Event description:
The following has been reported: "force sensor malfunction. Calibration did not helped. ID error 22 : clamp opto fork error. Cleaning of opto sensor and calibration did not helped. Force sensor replaced to new one. Quality control performed after repair. Event log included." Reporting due to the referenced issues as a conservative measure. No adverse event was reported. More information is needed to complete the investigation.